Event description:
It was reported the handpiece has no power. No patient involvement was reported.

Manufacturer narrative:
Evaluation summary - the hp054 hand piece was returned with a loose mount. It was tested on a generator and gave an error code 5. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.